Manufacturer narrative:
Concomitant medical products: 5092-58 lead, implanted: (B)(6) 2010; 459888 lead, implanted: (B)(6) 2016. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rapid battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). It was also noted there was high threshold and low impedance on the left ventricular (lv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.